Event description:
Prior to use, the agility 10 soft tip was bent during shaping. It was shaped using the guidewire introducer. This was done prior to use in the pt.

Manufacturer narrative:
Confirmed bends and kinks in wire and tip and coating voids. Inspection were in place during the mfg process and 100% inspection before the wire was completed and when inserted into the hoop. If the wire had been damaged during the mfg process, it would have been unusually difficult to insert the wire (which is inserted distal tip first) into the shipping hoop, therefore, this would have caused the unit to be rejected. The exact root cause of this damage was not determined. There has been no specific root cause identified that can be attributed to mfg process. The procedural factor of reshaping the agility wire appears to have caused the damage to the agility wire. This does not appear to be mfg related, but related to user handling. The procedural factor of reshaping the agility wire appears to have caused the damage to the agility wire. The IFU warns that the guidewires are delicate instruments and should be handled carefully. Special care should be taken when shaping the guidewire tip in order to prevent damage. If the wire had been damaged during the mfg process, it would have been unusually difficult to insert the wire (which is inserted distal tip first) into the shipping hoop, therefore, this would have caused the unit to be rejected. This does not appear to be mfg related, but related to user handling. This is one of two products used for the pt. MFR. Report # 1058196-2007-00002 & MFR. Report # 1058196-2007-00069.